Event description:
It was reported that the pt presented in clinic, where a ceramic liner fracture was observed after x-ray. The pt was reportedly revised on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Additional catalog numbers and lot codes of other devices listed in this report: cat #4930-0-054, lot# 4930-0-054, description: abg ii cup 054 w/hl-039 cer in. Cat #6565-0-0128, lot # 39112505, description: alumina ceramic head 28 (0) mm. Cat #0580-1-441, lot # g3231773, description: exeter v40 stem 44mm no 1.